Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device and pelvic pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. Amendment: the report was amended on 05-feb-2019 for the following reason: information and references from deleted duplicate case (B)(4) were transferred to this case. Reporter's information was updated and a new reporter was added, and essure indication was provided. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation : uterus / migration'), fallopian tube perforation ('perforation: fallopian tube') and pregnancy with contraceptive device ('pregnancy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash / skin condition"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2017 salping. (Bilateral) and salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia and dermatitis allergic outcome was unknown and the alopecia and fatigue had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, fallopian tube perforation, fatigue, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), allergy: rash / skin condition, perforation: fallopian tube, uterus, hair loss, fatigue most recent follow-up information incorporated above includes: on 6-oct-2019: pfs received events " abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), allergy: rash / skin condition, perforation: fallopian tube, uterus, hair loss, fatigue" were added. Event migration was clubbed to event perforation : uterus. Outcome of events " hair loss and fatigue" were updated as recovered. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.